Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2011. It was reported, the pt is experiencing pain at the implant site. Discussions are underway regarding possible relocation of the ipg to assist in alleviating the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.